Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned stuck into a coyote device. The returned device matches with upn provided by the customer. Guidewire was visually inspected and it was received stuck with coyote device and it was unable to be unloaded, additionally, it was noticed that wire was kinked. No more visual damages were found in the device.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the wire tip was torn apart from the wire body and need to use a snare to remove it out. It was also found that the wire became stuck in the 2.5mm x 80mm x 150cm coyote balloon catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel below the knee. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the wire tip was torn apart from the wire body and need to use a snare to remove it out. It was also found that the wire became stuck in the 2.5mm x 80mm x 150cm coyote balloon catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.